Manufacturer narrative:
It was reported that the patient was treated with topical and oral antibiotics (date and duration not reported). This report is submitted 17 july 2020.

Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the patient experienced a (B)(6) at the abutment site which was treated with an unidentified drug.